Event description:
It was reported that a physician performed a myosure procedure for uterine tissue removal on (B)(6) 2014, removing two uterine submucosal fibroids. During the first resection, the fluid deficit climbed to 700ml. The first fibroid was removed. The physician continued and removed the second fibroid. Toward the end, the fluid deficit climbed to 3,500ml. The physician completed the procedure and gave "a dose of lasix [to the pt] inter operatively". The pt did not exhibit signs of fluid overload post operatively. Upon removal of the hysteroscope, "there was a steady flow of fresh blood from the uterine cavity and a foley catheter was inserted after 5 mins, with 30mls inserted into the balloon". The surgeon advised the pts recovery was uneventful.

Manufacturer narrative:
Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Reference internal complaint cc# (B)(4).